Event description:
A hospital in (B)(6) reported via a distributor that the chamber domes of four mr210 adult humidification chambers were damaged, one was observed during patient use and three were observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: four complaint mr210 humidification chambers were returned to fisher & paykel healthcare (B)(4) and visually inspected for cracks. Results: the visual inspection revealed that all four complaint chambers were cracked at the upper region of the dome, consistent with the chambers having sustained external impact damage. A lot check revealed no other complaints of this type for lot number 101201. Conclusion: all chambers are pressure tested during production and those that fail are rejected. This suggests the damage was sustained post production, possibly during transport or storage at the customer facility. The nature of the cracking suggests that it occurred as a result of an external impact. For the one complaint chamber used on a patient, it is likely that the chamber had already been damaged and the customer did not notice the damage prior to use. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the chamber domes of four mr210 adult humidification chambers were damaged, one was observed during patient use and three were observed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4).